Manufacturer narrative:
The t:slim x2 g5 user guide states: the auto-off warning notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. You are then prompted to clear the warning. If you do not clear the warning within the 30-second countdown period, the auto-off alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm while sleeping. The contact confirmed that there had been no interaction with the pump prior to the alarm. Customer's blood glucose was 271 mg/dl. It was confirmed that the alarm was cleared and insulin delivery was successfully resumed.